Event description:
Reporter stated the patient was unresponsive when she was tested on the inform system at 9:16 am which produced an error message. Reporter stated that based on the meter message, the operator dosed the patient with glucose. A venous blood sample was taken at 9:20 am and at 9:49 am, it was reported as 1575 mg/dl from the lab. Reporter stated the patient was treated based on the lab results with 4 units of 0.4ml of regular insulin intravenously. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.